Manufacturer narrative:
Additional information: b.5: event updated. G.3: follow-up information received. H.6: updated corrections: d.1: brand name updated. D.4: model number, catalog number, lot number updated.

Event description:
Additional information was received on 3/12/2024 via phone: the abs-10062 arthrex angel bmc kit had a hole in the tubing. This was discovered during a bone marrow aspiration procedure (B)(6) 2024. There was no delay in the case reported and the case was completed using a abs-10063 cprp processing set, arthrex angel system with no adverse effects on the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/23/2024, it was reported by a sales representative via (B)(4) that an abs-10063 cprp processing set was damaged with no further information provided. This was discovered during a procedure, with no reported patient harm.additional information has been requested.